Event description:
It was reported that the patient presented in the ER due to exhausting all therapies. The patient was in an svt that was in the vt-2 zone and received hv therapy which accelerated the rhythm in to the vf zone. The patient received another hv shock which slowed the rhythm down into the patients vt-1 monitor zone. This issue was resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.